Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced to resolve the issue unique identifier: (B)(4). Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced to resolve the issue. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported battery failure that could cause loss of mechanical ventilation. There was no patient involvement.